Event description:
The generator displayed error 5, instrument error, during start of procedure. The intrument was cleaned and retorqued with same result. A second instrument was used to complete the case with no patient consequence.